Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. The 99% in-stent restenosed lesion of a non-bsc stent was located in the severely calcified and moderately tortuous proximal left anterior descending artery. The 8mm x 3.0mm quantum maverick mr balloon was advanced to the lesion for predilation. Upon the first inflation to nominal pressure, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. There were no patient complications reported. The patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).